Event description:
The screw river on the classic ii vest broke on the posterior right side. It was reported that traction was lost and the pt had to be taken back to have the vest changed. Contact confirmed that there was no adverse pt consequence as a result of this situation. If this were to recur there is the potential that adverse pt consequences could occur.